Event description:
It was reported that: "patient underwent a (B)(6) on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Associated complaints 3011137372-2025-00274 and 3011137372-2025-00275.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "per customer information provided, a DHR review cannot be performed due to the fact that a lot number was not provided on the teleflex notification summary. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All instruments from this facility are 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a (B)(4) pc. Lot in august of 2023 from lot number 06f2358283. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted resulting in incorrect function due to one of the jaws of the device being bent/misaligned with the other jaw, resulting in the jaws not being parallel with each other. The jaws on the device must be parallel with each other for the device to function properly for proper clip closure. We are unable to determine what caused the jaws to be bent/misaligned but misuse at the end user's facility is suspected. End of life for surgical instruments is normally determined by wear and damage due to the intended use or misuse. Even with proper handling, correct care, and maintenance; reusable instruments should not be expected to last indefinitely and should be replaced at any sign of wear and/or damage. All 100 instruments from this lot were 100% visually I nspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Associated complaints 3011137372-2025-00274 and 3011137372-2025-00275.